Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected. A functional test was performed and the reported issue was confirmed. A leak was observed at the pilot balloon inflation line bond. The probable cause of the reported issue was due to a solvent application error.

Event description:
It was reported that the trach tube exhibited a leakage. During physical inspection, a leakage was confirmed at the pilot balloon inflation line bond. There was no patient involvement, no injury was reported.